Event description:
(B)(6) 2013, (B)(6) reported cardiohelp-I unit (B)(4) would not switch to battery mode when ac power was disconnected and stopped functioning. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was returned to mcp in (B)(6) and 2 year maintenance was performed after which a duration test was conducted and the device passed all testing according to the service protocol. (B)(4).